Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6 cm in diameter right common iliac aneurysm. The hypogastric artery was embolized. It was reported that the devices were successfully implanted; however, it was noted that there was a type IV endoleak blush at the junction from the ipsilateral bifurcated stent graft and the extension stent graft. An endurant iliac limb was successfully implanted to resolve the type IV endoleak. The ipsilateral iliac limb did not get a good seal resulting in a distal type I endoleak. The physician elected to implant an endurant iliac limb to resolve the distal type I endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). (Cause of event is unknown). Conclusion: (cause of event is unknown).